Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported vacuum suction loss during a laser procedure and treatment was stopped after 57% completion. After the suction was lost, vacuum was tested but the pressure was not high enough. The laser was rebooted and the error was cleared. The procedure was then completed without patient harm. The patient was noted as doing great post operatively.

Manufacturer narrative:
The log file review shows the user was able to get a valid test before and after the issue the failing of the vacuum test is most possible caused by handling. The reported suction loss is caused by not good docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the log file. The root cause could not be determined conclusively. The possible root cause is a user handling or movement of patient´s eye. The manufacturer internal reference number is: (B)(4).